Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: d1: heartware ventricular assist system ¿ controller d4: model#:1420 / catalog#:1420/ expiration date: 19-oct-2024 / serial#: (B)(6). D9: no. H3: no. H4: mfg date: 19-oct-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device and a controller was found deceased, due to a double disconnect by the patient, a complaint about no power alarm, and that the controller was off for more than one hour. According to the family, the no power alarm did not trigger due to the double disconnect. Log file data revealed the vad had exhibited multiple low flow alarms.

Event description:
It was further reported that subsequent log file review revealed an additional motor start event with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b3 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had faced severe dementia. It was also reported that a review of logfile data revealed that a lop occurred on (B)(6) 2026. It was not confirmed but possible that it was due to a double disconnect of power sources, and unknown if it was due to a device malfunction. Also, motor start event previously reported did not occur.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a servicing or a manufacturing issue. Log file analysis revealed two (2) low flow alarms logged on (B)(6) 2026 at 05:49:35 and 05:52:26. Additionally, log files did not reveal any motor start events with atypical parameters. Log file analysis also revealed three (3) controller power up events with associated pump start events logged on (B)(6) 2026 at 05:39:17 and on (B)(6) 2026 at 05:49:27 and 05:52:18, indicating losses of power to the controller. The controller was without power for forty-nine (49) seconds, greater than five (5) hours, and thirty-six (36) seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported low flow and loss of power events were confirmed. The reported atypical motor start parameters could not be confirmed and a possible root cause could not be determined. The reported no power alarm not sounding event could not be confirmed due to insufficient evidence. A possible root cause of the loss of power logged on (B)(6) 2026 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the losses of power logged on (B)(6) 2026 can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation and experience with events of similar circumstances were considered; events involving alarms not sounding can be attributed, but not limited, to a damaged speaker and/or a faulty internal component. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient was found deceased after experiencing losses of power and low flow alarms; it was also noted that the patient had severe dementia. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.